Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to the cse visit, the customer replaced the q-lyte sensor , standard a and sample diluent reagents. After evaluation of the instrument and instrument data, the cse replaced the pump head and re-tubed integrated multisensor technology (imt) system. The cse replaced a faulty diluent valve and replaced the imt sensor and performed a system condition. Diluent check, precision and quality controls were run, resulting within range. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were tested on an alternate instrument, resulting higher. The samples were repeated on the original instrument after troubleshooting and results were similar to those obtained on the alternate instrument for all except for the potassium result on sid (B)(6). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.